Manufacturer narrative:
Evaluation summary: the engineer found that the fuse was burned. After replacing the fuse, the processor started up normally. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable.

Event description:
A temporary patient was arranged. When the processor was turned on, the user was found that it could not be turned on, "contactinfg" for maintenance. No harm was caused to the patient. The time of event is before use. There was no report of patient harm.